Event description:
It was reported that the lead had fracture and was capped in 2006. The lead was recently removed due to an infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.